Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that several fractured closure tops were discovered during a procedure. While performing final tightening with the counter torque tube, the instrument got stuck and additional force had to be applied to remove it, resulting in the fractured closure tops. There was no report of patient injury. No additional information is available at this time.